Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy surgical procedure, the large needle driver instrument was doing irregular movements not as per it is intended to use and moved in opposite direction then commanded by the master controller. The instrument had 4 lives remaining. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. The instrument exhibited imprecise motion when the master tool manipulator (mtm)s were manipulated. Visual inspection found no signs of physical damage. The instrument was placed and drive on an in-house system. The instrument passed the recognition and engagement tests. The instrument would move partially in the intended direction, but not complete movement fully. A lag was observed or the instrument would just stop moving. The instrument grip tips were not moving intuitively, i.e. They were not following the mtm input command smoothly. Additional findings related to customer reported complaint were identified: the large needle driver instrument was found to have a loose pitch cable at the distal end.